Event description:
On 28 june 2025,senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review.case was escalated and a sensor re-link was requested. The re-link was performed, the case was monitored, and it was determined there is better agreement between the readings.